Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that this suture is used for pars plana vitrectomy, sclerotomy suture. The suture thread twists and revolves a lot when inserted in the needle holder, the needle is fine. Once the tissue has been penetrated the suture revolves and they have problems with loading the knot and that lead to a surgery prolongation of more than 15 minutes. They state that they have been using these sutures for 15 years and that the quality of the novosyn suture has decreased considerably in the last 6 months. They claim that the novosyn suture is not good for ophthalmology. They have used standard suturing and knotting techniques and their surgeons are experienced in the surgical procedure. Additional information has not been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 360 units of this code-batch. There are no units in our stock. We have received three closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the knot security control of the samples received and the results are into the current range for this thread and size. We have also tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.21 kgf in average and 0.20 kgf in minimum (ep requirements: 0.14 kgf in average and 0.07 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.